Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the pro-grasp forceps instrument involved with the complaint and completed the device evaluation. The instrument was analyzed, and the reported issue could not be confirmed or replicated by failure analysis. The grip test was performed with no issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. No product issue was identified. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the prograsp forceps instrument was moving when the surgeon was not using it. The procedure was completed with no reported injury.